Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it was determined that the cable became defective due to cracks on the cable connector part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage regarding cracks on the connector which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found internal breakage of the cable, cracks on electrical connector. Appearance defects (deterioration of exterior parts/damage/foreign material/corrosion on the contacts/seal peeling) found on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd autoclavable camera head displayed no image. The issue was found at reprocessing. There were no reports of patient harm associated with the device.